Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 20 while using the device updater to update their pump. The customer stated that the pump screen displayed a message stating "application stacks failure". Reportedly, the customer was unable to continue the update process and was unable to use the pump. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.